Manufacturer narrative:
Initially the lot # reported under d4. Lot was 00001304. However, the device was returned for analysis and during the investigation the lot number for the returned product was 00001330. Clarification was requested on this discrepancy and on september 8, 2020, it was clarified that the correct lot number for this complaint was 00001330. Therefore, processed d4. Lot, d4. Expiration date and h4. Device manufacture date. Initially the event reported was assessed as a hemostatic valve separation. The device was returned in the condition reported as on september 18, 2020 it was observed that the hemostatic valve was separated. In addition, several bends were found on the shaft. The hemostatic valve issue remains assessed as a MDR reportable issue. The bends found on the shaft were assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The device evaluation was completed on september 21, 2020. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve broke, as there was blood leaking back. Upon inspection, they observed through the "clear hub," that the valve appeared to be "pushed in." The sheath was replaced, and the issue resolved. The procedure was continued. There was no report of patient consequence. No extended hospitalization was reported. The device was visually inspected, and the hemostatic valve was found separated from the catheter. Also, several kinks were found on the shaft. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The bent condition on the shaft could be related with the handling of the product during shipping. For the hemostatic valve issue, the odp (optimal device performance guide) provides additional instructions of how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve broke, as there was blood leaking back. Upon inspection, they observed through the "clear hub," that the valve appeared to be "pushed in." The sheath was replaced, and the issue resolved. The carto 3 system is operating per specifications and is not responsible for the product issue. The sheath has been determined to be the root cause of the complaint reported. The procedure was continued. There was no report of patient consequence. No extended hospitalization was reported. Since the valve was dislodged inside the hub, it was impossible to determine whether it was broken. It was detached from the sheath. No air was introduced into the body. No intervention was required. Hemodynamics was not compromised by bleeding. Only trace blood return was observed. The event reported was assessed as a MDR reportable hemostatic valve separation issue.